Event description:
This unsolicited case from (B)(6) was received on 18- jul-2017 from pharmacist. This case concerns a (B)(6) male patient who received seprafilm and after unknown latency the patient had stenosis, after 11 days had adhesion/ adhesive ileus and peritonitis after 15 days. Patient primary disease includes: (B)(6), since (B)(6) 2010 patient had gastric cancer (por1, med, inf beta, ly2, v0), 4.6 x 3.8 cm, t2 (mp), n1, h0, p0, m0, stage ii, hp(-), distal gastrectomy with d2+alpha, cholecystectomy b-I. From (B)(6) 2010: ts-1, 80 mg/body/day in 2 divided doses, 2 weeks on/2 weeks off. From (B)(6) 2011 to (B)(6) 2012: ts-1, 80 mg/body/day in 2 divided doses, every other day. On (B)(6) 2016, it was reported that ileus adhesive (spontaneously recovering), on (B)(6) 2017: ileus adhesive (ileus-tube). On (B)(6) 2017, around 15:00, upper abdominal pain appeared. The patient considered that the pain might disappear after eating something. The patient had an appetite and ate, but the pain persisted. No queasy, vomiting, or diarrhoea occurred, and the patient had bowel movements and passed gas every day. The patient was hospitalized. Patient had [thoracoabdominal CT on (B)(6) 2017], abdominal CT: no ascites. This time, too, ileus of the small intestine occurred. There seemed to be passing-through disturbance around below the navel on the right side. There seemed to be passing-through disturbance in the region distant from the abdominal wall, and ileus due to an adherent band seemed likely. No dilatation of the large intestine or the site near the terminal part of the ileum was observed. Local recurrence, liver metastasis, and lymph node metastasis seemed to be absent. The patient had undergone cholecystectomy. There were no notable abnormal findings in the pancreas, spleen, kidneys, or adrenal glands. Diagnosis: after surgery for gastric cancer (performed on (B)(6) 2010), ileus of small intestine [disease name: adhesive intestinal obstruction]. Abdominal CT showed dilation of the small intestine that was filled with gastrointestinal contents. Intestinal obstruction caused by adhesion at the time of the surgery was considered. If the patient eat foods or drinks water under the present condition, the dilation of the intestine due to intestinal obstruction would deteriorate rapidly. Therefore, the patient cannot eat foods or drink water, and food and fluid would be given by intravenous drip infusion. If no improvement would be observed on an x-ray of the abdomen on (B)(6) 2017, a tube would be inserted through the nose using trans nasal endoscopy to remove the gastrointestinal contents. In most cases, the intestine becomes active after removal of the gastrointestinal contents, and moved to the right position and settles down, resulting in spontaneous reopening of the obstruction site. However, there was a possibility that the patient would be forced to undergo surgery because the site was not reopened even with small intestinal decompression by insertion of a tube. On (B)(6) 2017: an ileus tube was inserted. Drainage was favorable. (Asa classification; class 1, a normal healthy patient [no systemic disease other than operation site). On (B)(6) 2017: contrast imaging of the ileus tube was performed. No past drugs and concurrent conditions were reported. On (B)(6) 2017, information regarding operation was provided: pre-operative diagnosis was ileus adhesive; postoperative diagnosis was ileus adhesive. It was reported that the operation procedure was adhesiolysis and duration of operation was 2 hour and 15 minutes, duration of anesthesia was 3 hour and 05 minutes. Blood loss was 100 ml; anesthesia includes gos + f + rf + epidural. On the same day, the patient with no postoperative complications underwent adhesiotomy for ileus adhesive and one sheet of seprafilm was applied below the medial incision wound, once (route and form: not reported) for postoperative adhesion. No medical devices were used. On an unspecified date, patient developed stenosis. On (B)(6) 2017, the patient received albumin at 5 vials (v) per 3 days. On (B)(6) 2017, the ileus tube was removed. On (B)(6) 2017, the patient resumed oral intake. On (B)(6) 2017, antibiotic medication was ended, and all the staples were removed. Interim report of immunochromatographic tests was received on (B)(6) 2017: under consideration, mesostenium, excision. The collected tissues were fibroconnective tissues and fat. In the part of the fibroconnective tissue, proliferation of blood vessels was observed. At the moment, no tumorous lesion or malignant picture was observed, and the main body of the nodule was histogenetically unknown. On (B)(6) 2017, the patient started to receive erythromycin (erythrocin). On (B)(6) 2017, an ileus tube was non-endoscopically inserted because the patient had undergone gastrectomy. However, the tube could not be inserted to the anal side from the treitz ligament, and transnasal endoscopy was performed. A fiber for colonoscope (cs) was inserted orally. It could be inserted to the anal side from the treitz ligament, and a guide wire was inserted along the fiber. Then, after switching to transnasal endoscopy, an ileus tube was inserted. It was reported that if the fiber could not be passed through, operation would be performed. However, it was physically considered that the tube could pass through because the cs could pass through twice. The air infused by cs easily passed through from the anus, and no ileus of the intestine beyond the site was considered to have developed. After returning to the patient's room, the body temperature rose. The antibiotic was switched to doripenem (finibax) considering aspiration occurring at the time of the insertion of the ileus tube. Excessive digestive fluid (bile and pancreatic fluid) associated with the procedure of the insertion was assumed, and the use of octreotide acetate (sandostatin) would be considered if vomiting persisted or the amount of discharge was large. On the same day, 11 days after seprafilm application, ileus adhesive recurred at the site of the small intestine below the incision wound that was obviously seemed to be the application site of seprafilm. On the same day, patient's lab was ast (aspartate aminotransferase): 18, alt (alanine aminotransferase): 32, alp (alkaline phosphatase): 284, gamma- gtp (gamma-glutamyltransferase): 40, ldh (lactate dehydrogenase): 242, crp (c-reactive protein): 4.277, rbc (red blood cell): 495, wbc (white blood cell): 8390, hb (haemoglobin): 16.1, hct (hematocrit): 46.1, platelets: 33.3, t-bil (total bilirubin): 1.0. On the same day, sputum showed e.coli (+), enterococcus species (+) and normal flora (indigenous flora) was 2+; urine showed yeasts (+); duodenum showed e. Coli (3+), enterococcus raffinosus (2+) and enterococcus faecalis (susceptible to vancomycin [vcm]-susceptible) (2+); venous blood (room temperature): blood culture was negative. Final report of immunochromatographic tests was received on (B)(6) -2017: fibrosis, no evidence of malignancy, mesostenium, excision. In the deep sliced sections, patchy fibrotic region consisting of hyalinized collagen fibers corresponding to the region that looked white to the naked eye was observed. Small lumens with red blood cells inside were scattered. There was a small fibrotic focus, and no tumorous lesion or malignant picture was observed. On (B)(6) 2017, the drain was very effective. The contrast media seemed to tend to flow into the anus compared to the previous examination, but the flowing was not smooth, and the contrast media flowed up to the duodenum, remaining stomach, and to esophagus. It was reported that the imaging was performed with the tube that had just been inserted through the nose. The tube was a multihole tube, and the gastroduodenal contents were well depressurized. However, the passage at the narrow site seems to have slightly improved compared with that 3 days ago, but it was assumed that it would take a long time until the passing-through disturbance at the site resolved. In the previous imaging, the narrow site for which the previous surgery was performed was not resected, but the passage became favorable. Therefore, the site of the poor passage this time was considered around the borders of the duodenum proximal to the site and the small intestine. No causes of the obstruction, such as tumor, were seen by the fiber, and the obstruction due to new adhesion or invagination was considered highly likely. In addition, adhesion rapidly becomes hard after two weeks have passed since the surgery, and it became difficult to perform re-operation. Resection of the intestine was unnecessary probably, but if it would be required, there are the following 2 ways: 1) resection/anastomosis; 2) bypass surgery (anastomosis of the c-loop or double tract anastomosis; the duodenum was located at the anatomically complicated site). It was reported that the way would be chosen based on the condition after opening the abdomen. On (B)(6) 2017, information regarding operation was reported: preoperative diagnosis was ileus adhesive and post-operative diagnosis was ileus adhesive was peritonitis/ panperitonitis (possible severe serositis due to seprafilm) (latency: 15 days). Operation procedure was partial resection of small bowel. Duration of operation was 8 hour and 20 minutes. Duration of anesthesia was 9 hour and 25 minutes. Blood loss was 3500 ml and anesthesia included aod + rf + epi. On (B)(6) 2017, using general anaesthesia and epidural anaesthesia concomitantly, the surgery was started in a supine position. Ileus of small bowel with stenosis at the immediate anal side of the ligament of treitz was observed after the release of ileus, the intestine at the oral side was remarkably dilatated, and the amount of drainage fluid remained large although an ileus tube had been placed, and findings of invagination were noted. Therefore, the patient was decided to undergo a surgery. Laparotomy was performed with upper and lower abdominal midline incision, and intestinal adhesion was observed on the abdominal wall. The whole small intestine showed adhesion, and intestine-to-intestine and mesenterium-to-mesenterium adhesions were extremely strong. In addition, the whole small intestine showed intestinal dilatation. In order to search for the adhesion site, adhesion of the small intestine was detached, and small intestinal perforations were observed in 1 site at approximately 50 cm from the ligament of treitz and in several sites of the jejunoileal transition area. In order to search the whole small intestine, the right colon was turned over, and the dorsal surface of the mesentery proper was also secured. The small intestine including all the perforation site was resected leaving the area approximately 50 cm from the ligament of treitz and approximately 80 cm of the terminal part of the ileum, and these sites were decided to be anastomosed. As oedema was severe, and considering the configuration of the intestine, sidetoside anastomosis was selected. The stumps were closed layer-to-layer. The anastomosis diameter was approximately 3 cm, albert-lembert (al) anastomosis was selected. Multiple holes were created in the inserted ileus tube, and the tube was placed in the dorsal side of the anastomotic site, and was decompressed. Irrigation was performed and haemostasis was confirmed. A new perforation site was observed in the distal side of the ileum, which was anastomosed and closed layer-to-layer. A pleated drain was inserted into the anastomotic site, and a penrose drain was inserted into the right paracolic gutter. A biliary fistula from the adhesiolysis site in the front side of the liver was noted, which was sutured and closed. A penrose drain was inserted into the front side of the liver, and all the layers of the abdominal wall were sutured with interrupted sutures and closed. The skin was sutured with a silk thread and mattress sutures, and the surgery was completed. It was reported that since the time of the laparotomy, the adhesion in the abdomen was intensive, whole bowel was completely fused into cerebriform, the boundaries were completely assimilated, and the whole site was fixed as though it was further covered with powerful glue. Adhesiolysis was hardly possible, and each time the intestine was detached, the intestinal wall would be perforated and collapse. The adhesion was most intensive immediately below and near the surface of the abdominal wound, and seemed somewhat became looser toward the back, and perhaps allergy to the sheet used during the previous surgery to prevent adhesion could be the cause. The intestinal adhesion was almost detached for once, but the middle part of the intestine in the front was tattered, therefore the part was all resected. Moreover, the remaining intestine had strong inflammation and oedema, so that water would ooze off from pinholes. As usual anastomosis could not be performed in this condition, the stumps were closed first and then the sides were managed to be anastomosed. At this moment, there was approximately 50% possibility of the anastomotic site to develop failure of the sutures. In that case, it would be impossible to perform operation and anastomosis again, however, if the condition remained the same, the digestive fluid would leak into the intraperitoneal area, leading to dissolution and disruption of all the organs, or to massive haemorrhage from blood vessel impairment. In order to prevent these, multiple holes were created in the tube inserted from the nose, and the tube was inserted beyond the anastomotic site. In addition, a drain was inserted into the intraperitoneal site where intestinal fluid could be leaked into, which might keep the leakage to a small amount, and let the site coagulate and heal spontaneously. The patient was in a harsh condition which probably become life-threatening in the future, the surgeon did the best in the surgery, and did all the things that were possible perfectly. However, if leakage from the anastomotic site or haemorrhage did develop, there would be no possible measure, and the patient would probably fall into an extremely dangerous situation. If the situation became life-threatening, morphine and sedative would be used to suppress the symptoms. On 14-jul-2017, rbc at 2 units and ffp (fresh frozen plasma) at 6 units were transfused, half-dose steroid pulse therapy (3 days) was started, and octreotide acetate (sandostatin) was started. On the same day, patient's lab was ast: 74, alt: 61, alp: 129, gamma-gtp: 31, ldh: 217, crp: 4.905, rbc: 390, wbc: 7500, hb: 12.4, hct: 34.9, platelets: 18.7, bnp (brain natriuretic peptide): 15.2, neutrophils: 6520, lymphocytes count: 440, t-bil: 3.0. On (B)(6) 2017, the intra-abdominal haemorrhage drain was removed, and sutured. Rbc at 4 units and ffp at 4 units were transfused. CT (computed tomography) of the chest and abdomen showed no apparent haemorrhage site (extravasation) or accumulation of the contrast agent in the free abdominal cavity. The amount of retention in the free abdominal cavity was small to moderate. Treatment planning were as follows: administration of menatetrenone (kaytwo n), menatetrenone (adona), and tranexamic acid (transamin); transfusion of rbc at 4 units and ffp at 6 units; reefing of the right flank guide drain under local anesthesia and application of abdominal bandage to increase the abdominal pressure, aiming at haemostasis. On the afternoon of (B)(6) 2017, the amount of drainage fluid from the intraperitoneal drain was not increased. Abdominal distension was not extremely aggravated. At this point, the haemorrhage was venous (oozing), and haemostasis was barely being maintained with hemostatic agent, ffp transfusion, and increased abdominal pressure. On the same day, patient's lab was ast: 28, alt: 67, alp: 257, gamma-gtp: 65, ldh: 199, rbc: 375, wbc: 13640, hct: 33.2, platelets: 11.6, crp: 7.504. On (B)(6)2017 ffp at 4 units was transfused. Intra-abdominal haemorrhage was not noted. There was no possible major leakage. Administration of ffp and hemostatics would be continued. On the same day, patient's lab was ast: 23, alt: 56, alp: 311, gamma-gtp: 75, ldh: 227, crp: 6.83, rbc: 358, wbc: 14680, hb: 11.2, hct: 32.0, platelets: 11.6, bnp: 18.8, neutrophils: 13010, lymphocytes count: 1000, t-bil: 2.5 (units not reported for all). On (B)(6) 2017, ffp at 4 units was transfused. As of (B)(6) 2017, the patient was still hospitalized. Corrective treatment: re-operative surgery for stenosis; not reported for peritonitis; surgery and adhesiolysis for adhesion/ adhesive ileus outcome: recovering for stenosis and adhesion/ adhesive ileus; unknown for peritonitis a pharmaceutical technical complaint (ptc) was initiated and results were pending. Diagnosis: stenosis reporting pharmacist's seriousness assessment: not reported reporting pharmacist's causality assessment: not reported diagnosis: peritonitis reporting gastroenterological surgeon's seriousness assessment: serious (hospitalization or prolongation of hospitalization) reporting gastroenterological surgeon's causality assessment: probable diagnosis: ileus adhesive reporting gastroenterological surgeon's seriousness assessment: serious (hospitalization or prolongation of hospitalization) reporting gastroenterological surgeon's causality assessment: probable seriousness criteria: required intervention for stenosis and adhesion/ adhesive ileus reporting gastroenterological surgeon's comment: no other possible factors for the 2 events, peritonitis and ileus adhesive, were identified. Seprafilm was suspected as the cause of the 2 events because the site of the development of the events were consistent with the application site. The severity of the events could not be determined yet. Additional information was received on (B)(6) 2017 from a gastroenterological surgeon. Patient's demographics were added. Additional event of peritonitis was added along with details. The event term adhesion was updated to adhesion/ adhesive ileus. Treatment start and stop date; dose and indication of seprafilm was added. Reporting gastroenterological surgeon's comment was added. Clinical course was updated and text was amended accordingly. Additional information was received on (B)(6) 2017 from a gastroenterological surgeon. Lab tests and medical history was added. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated (B)(6) 2017: this case concerns a patient who received treatment with seprafilm and later experienced stenosis and adhesive ileus. Since event onset date of stenosis is unknown significant temporal relationship cannot be established and causal role of suspect in occurrence of the stenosis cannot be completely ruled out. In regards to the event adhesive ileus, causal role of suspect cannot be denied since event occurred at the site of application site. However, due to lack of information regarding nature of the events, underlying medical condition, patient's medical history, concurrent condition and past drugs complete medical assessment of the case is difficult.

Event description:
This unsolicited case from (B)(6) was received on (B)(6) 2017 from pharmacist. This case concerns a (B)(6) years old male patient (pt) who received seprafilm and after 11 days had adhesion/ adhesive ileus and peritonitis/panperitonitis after 15 days. Pt had (B)(6). Since (B)(6) 2010, pt had gastric cancer (por1, med, inf beta, ly2, v0), 4.6 x 3.8 cm, t2 (mp), n1, h0, p0, m0, stage ii, hp(-), distal gastrectomy with d2+alpha, cholecystectomy b-I. From (B)(6) 2010: ts-1, 80 mg/body/day in 2 divided doses, 2 weeks on/2 weeks off. From (B)(6) 2011 to (B)(6) 2012: ts-1, 80 mg/body/day in 2 divided doses, every other day. On (B)(6) 2016, ileus adhesive (spontaneously recovering), on (B)(6) 2017: ileus adhesive (ileus-tube). On (B)(6) 2017, around 15:00, upper abdominal pain appeared. The pt considered that the pain might disappear after eating something. The pt had an appetite and ate, but the pain persisted. No queasy, vomiting, or diarrhoea occurred, pt had bowel movements and passed gas every day. The pt was hospitalized. Pt had [thoracoabdominal CT on (B)(6) 2017], abdominal CT: no ascites. This time, too, ileus of the small intestine occurred. There seemed to be passing through disturbance around below the navel on the right side. There seemed to be passing-through disturbance in the region distant from the abdominal wall, and ileus due to an adherent band seemed likely. No dilatation of the large intestine or the site near the terminal part of the ileum was observed. Local recurrence, liver metastasis, and lymph node metastasis seemed to be absent. The pt had undergone cholecystectomy. There were no notable abnormal findings in the pancreas, spleen, kidneys, or adrenal glands. It was confirmed that no surgery was performed for ileus adhesive occurring in the end of (B)(6) 2016. It was confirmed that the pt had no large intestine carcinoma. Diagnosis: after surgery for gastric cancer (performed on (B)(6) 2010), ileus of small intestine [disease name: adhesive intestinal obstruction]. Abdominal CT showed dilation of the small intestine that was filled with gastrointestinal contents. Intestinal obstruction caused by adhesion at the time of the surgery was considered. If the pt eat foods or drinks water under the present condition, the dilation of the intestine due to intestinal obstruction would deteriorate rapidly. Therefore, the pt cannot eat foods or drink water, and food and fluid would be given by intravenous drip infusion. If no improvement would be observed on an x-ray of the abdomen on (B)(6) 2017, a tube would be inserted through the nose using trans nasal endoscopy to remove the gastrointestinal contents. In most cases, the intestine becomes active after removal of the gastrointestinal contents, and moved to the right position and settles down, resulting in spontaneous reopening of the obstruction site. However, there was a possibility that the pt would be forced to undergo surgery because the site was not reopened even with small intestinal decompression by insertion of a tube. On (B)(6) 2017: an ileus tube was inserted. Drainage was favorable. (Asa classification; class 1, a normal healthy pt [no systemic disease other than operation site). On (B)(6) 2017: contrast imaging of the ileus tube was performed. No past drugs and concurrent conditions were reported. On (B)(6) 2017, pre-operative and post-operative diagnosis was ileus adhesive. The operation procedure was adhesiolysis and duration was 2.15 hours, duration of anesthesia 3.05 hours. Blood loss was 100 ml; anesthesia includes gos + f + rf + epidural. Same day, pt with no postoperative complications underwent adhesiotomy for ileus adhesive and 1 sheet of seprafilm was applied below the medial incision wound, once (route and form: not reported) for postoperative adhesion. No medical devices were used. On unk date, pt developed stenosis. On (B)(6) 2017, pt received albumin 5 vials (v) per 3 days. On (B)(6) 2017, the ileus tube was removed. On (B)(6) 2017, pt resumed oral intake. On (B)(6) 2017, antibiotic medication ended, and all staples were removed. Interim report of immunochromatographic tests received on (B)(6) 2017: under consideration, mesostenium, excision. The collected tissues were fibroconnective tissues and fat. In the part of fibroconnective tissue, proliferation of blood vessels was observed. At the moment, no tumorous lesion or malignant picture observed, and main body of nodule was histogenetically unk. On (B)(6) 2017, the pt started to receive erythromycin (erythrocin). On (B)(6) 2017, an ileus tube was non-endoscopically inserted because the pt had undergone gastrectomy. Tube could not be inserted to the anal side from treitz ligament, and transnasal endoscopy was performed. A fiber for colonoscope (cs) was inserted orally. It could be inserted to the anal side from the treitz ligament, and a guide wire was inserted along the fiber. Then, after switching to transnasal endoscopy, an ileus tube was inserted. It was reported that if the fiber could not be passed through, operation would be performed. However, it was physically considered that the tube could pass through because the cs could pass through twice. The air infused by cs easily passed through from the anus, and no ileus of the intestine beyond the site was considered to have developed. After returning to the pt's room, the body temperature rose. The antibiotic was switched to doripenem (finibax) considering aspiration occurring at the time of the insertion of the ileus tube. Excessive digestive fluid (bile and pancreatic fluid) associated with the procedure of the insertion was assumed, and the use of octreotide acetate (sandostatin) would be considered if vomiting persisted or the amount of discharge was large. On the same day, 11 days after seprafilm application, ileus adhesive recurred at the site of the small intestine below the incision wound that was obviously seemed to be the application site of seprafilm. On the same day, pt's lab was ast (aspartate aminotransferase): 18, alt (alanine aminotransferase): 32, alp (alkaline phosphatase): 284, gamma-gtp (gamma-glutamyltransferase): 40, ldh (lactate dehydrogenase): 242, crp (c-reactive protein): 4.277, rbc (red blood cell): 495, wbc (white blood cell): 8390, hb (haemoglobin): 16.1, hct (hematocrit): 46.1, platelets: 33.3, t-bil (total bilirubin): 1.0. On the same day, sputum showed e.coli (+), enterococcus species (+) and normal flora (indigenous flora) was 2+; urine showed yeasts (+); duodenum showed e. Coli (3+), enterococcus raffinosus (2+) and enterococcus faecalis (susceptible to vancomycin [vcm]- susceptible) (2+); venous blood (room temperature): blood culture was negative. Final report of immunochromatographic tests was received on (B)(6) 2017: fibrosis, no evidence of malignancy, mesostenium, excision. In the deep sliced sections, patchy fibrotic region consisting of hyalinized collagen fibers corresponding to the region that looked white to the naked eye was observed. Small lumens with red blood cells inside were scattered. There was a small fibrotic focus, and no tumorous lesion or malignant picture was observed. On (B)(6) 2017, the drain was very effective. The contrast media seemed to tend to flow into the anus compared to the previous examination, but the flowing was not smooth, and the contrast media flowed up to the duodenum, remaining stomach, and to esophagus. It was reported that the imaging was performed with the tube that had just been inserted through the nose. The tube was a multihole tube, and the gastroduodenal contents were well depressurized. However, the passage at the narrow site seems to have slightly improved compared with that 3 days ago, but it was assumed that it would take a long time until the passing-through disturbance at the site resolved. In the previous imaging, the narrow site for which the previous surgery was performed was not resected, but the passage became favorable. Therefore, the site of the poor passage this time was considered around the borders of the duodenum proximal to the site and the small intestine. No causes of the obstruction, such as tumor, were seen by the fiber, and the obstruction due to new adhesion or invagination was considered highly likely. In addition, adhesion rapidly becomes hard after two weeks have passed since the surgery, and it became difficult to perform re-operation. Resection of the intestine was unnecessary probably, but if it would be required, there are the following 2 ways: resection/anastomosis; bypass surgery (anastomosis of the cloop or double tract anastomosis; the duodenum was located at the anatomically complicated site). It was reported that the way would be chosen based on the condition after opening the abdomen. On (B)(6) 2017, info regarding operation was reported: pre-operative diagnosis was ileus adhesive and post-operative diagnosis was ileus adhesive was peritonitis/ panperitonitis (possible severe serositis due to seprafilm) (latency: 15 days). Operation procedure was partial resection of small bowel. Duration of operation was 8 hour and 20 minutes. Duration of anesthesia was 9 hour and 25 minutes. Blood loss was 3500 ml and anesthesia included aod + rf + epi. On (B)(6) 2017, using general anaesthesia and epidural anaesthesia concomitantly, the surgery was started in a supine position. Ileus of small bowel with stenosis at the immediate anal side of the ligament of treitz was observed after the release of ileus, the intestine at the oral side was remarkably dilatated, and the amount of drainage fluid remained large although an ileus tube had been placed, and findings of invagination were noted. Therefore, the pt was decided to undergo a surgery. Laparotomy was performed with upper and lower abdominal midline incision, and intestinal adhesion was observed on the abdominal wall. The whole small intestine showed adhesion, and intestine-to-intestine and mesenterium-to-mesenterium adhesions were extremely strong. In addition, the whole small intestine showed intestinal dilatation. In order to search for the adhesion site, adhesion of the small intestine was detached, and small intestinal perforations were observed in 1 site at approximately 50 cm from the ligament of treitz and in several sites of the jejunoileal transition area. In order to search the whole small intestine, the right colon was turned over, and the dorsal surface of the mesentery proper was also secured. The small intestine including all the perforation site was resected leaving the area approximately 50 cm from the ligament of treitz and approximately 80 cm of the terminal part of the ileum, and these sites were decided to be anastomosed. As oedema was severe, and considering the configuration of the intestine, sideto- side anastomosis was selected. The stumps were closed layer-to-layer. The anastomosis diameter was approximately 3 cm, albert-lembert (al) anastomosis selected. Multiple holes created in the inserted ileus tube, and the tube placed in the dorsal side of the anastomotic site, and was decompressed. Irrigation performed and haemostasis confirmed. A new perforation site observed in distal side of ileum, which anastomosed and closed layer-to-layer. A pleated drain inserted into anastomotic site, and a penrose drain inserted into the right paracolic gutter. A biliary fistula from the adhesiolysis site in the front side of the liver noted, which sutured and closed. A penrose drain inserted into the front side of the liver, and all the layers of the abdominal wall were sutured with interrupted sutures and closed. The skin was sutured with a silk thread and mattress sutures, and the surgery was completed. Since the time of the laparotomy, the adhesion in the abdomen was intensive, whole bowel was completely fused into cerebriform, the boundaries were completely assimilated, and the whole site was fixed as though it was further covered with powerful glue. Adhesiolysis was hardly possible, and each time the intestine was detached, the intestinal wall would be perforated and collapse. The adhesion was most intensive immediately below and near the surface of the abdominal wound, and seemed somewhat became looser toward the back, and perhaps allergy to the sheet used during the previous surgery to prevent adhesion could be the cause. The intestinal adhesion was almost detached for once, but the middle part of the intestine in the front was tattered, therefore the part was all resected. Moreover, the remaining intestine had strong inflammation and oedema, so that water would ooze off from pinholes. As usual anastomosis could not be performed in this condition, the stumps were closed first and then the sides were managed to be anastomosed. At this moment, there was approximately 50% possibility of the anastomotic site to develop failure of the sutures. In that case, it would be impossible to perform operation and anastomosis again, however, if the condition remained the same, the digestive fluid would leak into the intraperitoneal area, leading to dissolution and disruption of all the organs, or to massive haemorrhage from blood vessel impairment. In order to prevent these, multiple holes were created in the tube inserted from the nose, and the tube was inserted beyond the anastomotic site. In addition, a drain was inserted into the intraperitoneal site where intestinal fluid could be leaked into, which might keep the leakage to a small amount, and let the site coagulate and heal spontaneously. The pt was in a harsh condition which probably become life-threatening in the future, the surgeon did the best in the surgery, and did all the things that were possible perfectly. However, if leakage from the anastomotic site or haemorrhage did develop, there would be no possible measure, and the pt would probably fall into an extremely dangerous situation. If the situation became life-threaten, morphine and sedative would be used to suppress the symptoms. On (B)(6) 2017, rbc at 2 units and ffp (fresh frozen plasma) at 6 units were transfused, half-dose steroid pulse therapy (3 days) was started, and octreotide acetate (sandostatin) was started. On the same day, pt's lab ast: 74, alt: 61, alp: 129, gamma-gtp: 31, ldh: 217, crp: 4.905, rbc: 390, wbc: 7500, hb: 12.4, hct: 34.9, platelets: 18.7, bnp (brain natriuretic peptide): 15.2, neutrophils: 6520, lymphocytes count: 440, t-bil: 3.0. On (B)(6) 2017, the intraabdominal haemorrhage drain was removed, and sutured. Rbc at 4 units and ffp at 4 units were transfused. CT (computed tomography) of the chest and abdomen showed no apparent haemorrhage site (extravasation) or accumulation of the contrast agent in the free abdominal cavity. The amount of retention in the free abdominal cavity was small to moderate. Treatment planning were as follows: administration of menatetrenone (kaytwo n), menatetrenone (adona), and tranexamic acid (transamin); transfusion of rbc at 4 units and ffp at 6 units; reefing of the right flank guide drain under local anesthesia and application of abdominal bandage to increase the abdominal pressure, aiming at haemostasis. On the afternoon of (B)(6) 2017, the amount of drainage fluid from the intraperitoneal drain was not increased. Abdominal distension was not extremely aggravated. At this point, the haemorrhage was venous (oozing), and haemostasis was barely being maintained with hemostatic agent, ffp transfusion, and increased abdominal pressure. On the same day, pt's lab was ast: 28, alt: 67, alp: 257, gamma-gtp: 65, ldh: 199, rbc: 375, wbc: 13640, hct: 33.2, platelets: 11.6, crp: 7.504. On (B)(6) 2017 ffp at 4 units was transfused. Intra-abdominal haemorrhage was not noted. There was no possible major leakage. Administration of ffp and hemostatics would be continued. On the same day, pt's lab was ast: 23, alt: 56, alp: 311, gamma-gtp: 75, ldh: 227, crp: 6.83, rbc: 358, wbc: 14680, hb: 11.2, hct: 32.0, platelets: 11.6, bnp: 18.8,neutrophils: 13010, lymphocytes count: 1000, t-bil: 2.5 (units not reported for all). On (B)(6) 2017, ffp at 4 units was transfused. As of (B)(6) 2017, the pt was still hospitalized. As of (B)(6) 2017, pt was recovering from the event of adhesion/ adhesive ileus and peritonitis/ panperitonitis. Corrective treatment: not reported for peritonitis; surgery and adhesiolysis for adhesion/ adhesive ileus outcome: recovering for both events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). No product lot number was provided by the reporter; therefore sanofi-genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provides assurance that all product lots were manufactured under specified process parameters and pass final product and sterility specifications. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event is reported at a later date, this product event will be reopened and a lot investigation will be performed by sanofi-genzyme biosurgery quality assurance at that time. Diagnosis: peritonitis reporter's seriousness assessment: serious (hospitalization or prolongation of hospitalization) reporter's causality assessment: probable diagnosis: ileus adhesive reporter's seriousness assessment: serious (hospitalization or prolongation of hospitalization) reporter's causality assessment: probable seriousness criteria: required intervention for adhesion/ adhesive ileus reporter's comment: no other possible factors for the 2 events, peritonitis and ileus adhesive, were identified. Seprafilm was suspected as the cause of the 2 events because the site of the development of the events were consistent with the application site. The severity of the events could not be determined yet. Info rec on (B)(6) 2017 from a gastroenterological surgeon. Pt's demographics were added. Additional event of peritonitis was added along with details. The event term adhesion was updated to adhesion/ adhesive ileus. Treatment start and stop date; dose and indication of seprafilm was added. Reporting gastroenterological surgeon's comment was added. Info rec on (B)(6) 2017 from a gastroenterological surgeon. Lab tests and medical history was added. Info rec on (B)(6) 2017 from the gastroenterological surgeon. Changed "stenosis" from the event to the symptom of the event "ileus adhesive". Updated outcome for the event of peritonitis/ panperitonitis from unknown to recovering. Additional information was received on 29-aug-2017. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 29-aug-2017: the follow up information received does not change previous case assessment. This case concerns a patient who received treatment with seprafilm and later experienced stenosis and adhesive ileus. Since event onset date of stenosis is unknown significant temporal relationship cannot be established and causal role of suspect in occurrence of the stenosis cannot be completely ruled out. In regards to the event adhesive ileus, causal role of suspect cannot be denied since event occurred at the site of application site. However, due to lack of information regarding nature of the events, underlying medical condition, patient's medical history, concurrent condition and past drugs complete medical assessment of the case is difficult.

Event description:
This unsolicited case from (B)(6) was received on 18- jul-2017 from pharmacist. This case concerns a (B)(6) male patient who received seprafilm and after 11 days had adhesion/ adhesive ileus and peritonitis/panperitonitis after 15 days. Patient primary disease includes: (B)(6). Since (B)(6) 2010 patient had gastric cancer (por1, med, inf beta, ly2, v0), 4.6 x 3.8 cm, t2 (mp), n1, h0, p0, m0, stage ii, hp(-), distal gastrectomy with d2+alpha, cholecystectomy b-I. From (B)(6) 2010: ts-1, 80 mg/body/day in 2 divided doses, 2 weeks on/2 weeks off. From (B)(6) 2011 to (B)(6) 2012: ts-1, 80 mg/body/day in 2 divided doses, every other day. On (B)(6) 2016, it was reported that ileus adhesive (spontaneously recovering), on (B)(6) 2017: ileus adhesive (ileus-tube). On (B)(6) 2017, around 15:00, upper abdominal pain appeared. The patient considered that the pain might disappear after eating something. The patient had an appetite and ate, but the pain persisted. No queasy, vomiting, or diarrhoea occurred, and the patient had bowel movements and passed gas every day. The patient was hospitalized. Patient had [thoracoabdominal CT on (B)(6) 2017], abdominal CT: no ascites. This time, too, ileus of the small intestine occurred. There seemed to be passing-through disturbance around below the navel on the right side. There seemed to be passing-through disturbance in the region distant from the abdominal wall, and ileus due to an adherent band seemed likely. No dilatation of the large intestine or the site near the terminal part of the ileum was observed. Local recurrence, liver metastasis, and lymph node metastasis seemed to be absent. The patient had undergone cholecystectomy. There were no notable abnormal findings in the pancreas, spleen, kidneys, or adrenal glands. It was confirmed that no surgery was performed for ileus adhesive occurring in the end of (B)(6) 2016. It was confirmed that the patient had no large intestine carcinoma. Diagnosis: after surgery for gastric cancer (performed on (B)(6) 2010), ileus of small intestine [disease name: adhesive intestinal obstruction]. Abdominal CT showed dilation of the small intestine that was filled with gastrointestinal contents. Intestinal obstruction caused by adhesion at the time of the surgery was considered. If the patient eat foods or drinks water under the present condition, the dilation of the intestine due to intestinal obstruction would deteriorate rapidly. Therefore, the patient cannot eat foods or drink water, and food and fluid would be given by intravenous drip infusion. If no improvement would be observed on an x-ray of the abdomen on (B)(6) 2017, a tube would be inserted through the nose using trans nasal endoscopy to remove the gastrointestinal contents. In most cases, the intestine becomes active after removal of the gastrointestinal contents, and moved to the right position and settles down, resulting in spontaneous reopening of the obstruction site. However, there was a possibility that the patient would be forced to undergo surgery because the site was not reopened even with small intestinal decompression by insertion of a tube. On (B)(6) 2017: an ileus tube was inserted. Drainage was favorable. (Asa classification; class 1, a normal healthy patient [no systemic disease other than operation site). On (B)(6) 2017: contrast imaging of the ileus tube was performed. No past drugs and concurrent conditions were reported. On (B)(6) 2017, information regarding operation was provided: pre-operative diagnosis was ileus adhesive; postoperative diagnosis was ileus adhesive. It was reported that the operation procedure was adhesiolysis and duration of operation was 2 hour and 15 minutes, duration of anesthesia was 3 hour and 05 minutes. Blood loss was 100 ml; anesthesia includes gos + f + rf + epidural. On the same day, the patient with no postoperative complications underwent adhesiotomy for ileus adhesive and one sheet of seprafilm was applied below the medial incision wound, once (route and form: not reported) for postoperative adhesion. No medical devices were used. On an unspecified date, patient developed stenosis. On (B)(6) 2017, the patient received albumin at 5 vials (v) per 3 days. On (B)(6) 2017, the ileus tube was removed. On (B)(6) 2017, the patient resumed oral intake. On (B)(6) 2017, antibiotic medication was ended, and all the staples were removed. Interim report of immunochromatographic tests was received on (B)(6) 2017: under consideration, mesostenium, excision. The collected tissues were fibroconnective tissues and fat. In the part of the fibroconnective tissue, proliferation of blood vessels was observed. At the moment, no tumorous lesion or malignant picture was observed, and the main body of the nodule was histogenetically unknown. On (B)(6) 2017, the patient started to receive erythromycin (erythrocin). On (B)(6) 2017, an ileus tube was non-endoscopically inserted because the patient had undergone gastrectomy. However, the tube could not be inserted to the anal side from the treitz ligament, and transnasal endoscopy was performed. A fiber for colonoscope (cs) was inserted orally. It could be inserted to the anal side from the treitz ligament, and a guide wire was inserted along the fiber. Then, after switching to transnasal endoscopy, an ileus tube was inserted. It was reported that if the fiber could not be passed through, operation would be performed. However, it was physically considered that the tube could pass through because the cs could pass through twice. The air infused by cs easily passed through from the anus, and no ileus of the intestine beyond the site was considered to have developed. After returning to the patient's room, the body temperature rose. The antibiotic was switched to doripenem (finibax) considering aspiration occurring at the time of the insertion of the ileus tube. Excessive digestive fluid (bile and pancreatic fluid) associated with the procedure of the insertion was assumed, and the use of octreotide acetate (sandostatin) would be considered if vomiting persisted or the amount of discharge was large. On the same day, 11 days after seprafilm application, ileus adhesive recurred at the site of the small intestine below the incision wound that was obviously seemed to be the application site of seprafilm. On the same day, patient's lab was ast (aspartate aminotransferase): 18, alt (alanine aminotransferase): 32, alp (alkaline phosphatase): 284, gamma- gtp (gamma-glutamyltransferase): 40, ldh (lactate dehydrogenase): 242, crp (c-reactive protein): 4.277, rbc (red blood cell): 495, wbc (white blood cell): 8390, hb (haemoglobin): 16.1, hct (hematocrit): 46.1, platelets: 33.3, t-bil (total bilirubin): 1.0. On the same day, sputum showed e.coli (+), enterococcus species (+) and normal flora (indigenous flora) was 2+; urine showed yeasts (+); duodenum showed e. Coli (3+), enterococcus raffinosus (2+) and enterococcus faecalis (susceptible to vancomycin [vcm]-susceptible) (2+); venous blood (room temperature): blood culture was negative. Final report of immunochromatographic tests was received on 10-jul-2017: fibrosis, no evidence of malignancy, mesostenium, excision. In the deep sliced sections, patchy fibrotic region consisting of hyalinized collagen fibers corresponding to the region that looked white to the naked eye was observed. Small lumens with red blood cells inside were scattered. There was a small fibrotic focus, and no tumorous lesion or malignant picture was observed. On (B)(6) 2017, the drain was very effective. The contrast media seemed to tend to flow into the anus compared to the previous examination, but the flowing was not smooth, and the contrast media flowed up to the duodenum, remaining stomach, and to esophagus. It was reported that the imaging was performed with the tube that had just been inserted through the nose. The tube was a multihole tube, and the gastroduodenal contents were well depressurized. However, the passage at the narrow site seems to have slightly improved compared with that 3 days ago, but it was assumed that it would take a long time until the passing-through disturbance at the site resolved. In the previous imaging, the narrow site for which the previous surgery was performed was not resected, but the passage became favorable. Therefore, the site of the poor passage this time was considered around the borders of the duodenum proximal to the site and the small intestine. No causes of the obstruction, such as tumor, were seen by the fiber, and the obstruction due to new adhesion or invagination was considered highly likely. In addition, adhesion rapidly becomes hard after two weeks have passed since the surgery, and it became difficult to perform re-operation. Resection of the intestine was unnecessary probably, but if it would be required, there are the following 2 ways: 1) resection/anastomosis; 2) bypass surgery (anastomosis of the c-loop or double tract anastomosis; the duodenum was located at the anatomically complicated site). It was reported that the way would be chosen based on the condition after opening the abdomen. On 14-jul-2017, information regarding operation was reported: preoperative diagnosis was ileus adhesive and post-operative diagnosis was ileus adhesive was peritonitis/ panperitonitis (possible severe serositis due to seprafilm) (latency: 15 days). Operation procedure was partial resection of small bowel. Duration of operation was 8 hour and 20 minutes. Duration of anesthesia was 9 hour and 25 minutes. Blood loss was 3500 ml and anesthesia included aod + rf + epi. On (B)(6) 2017, using general anaesthesia and epidural anaesthesia concomitantly, the surgery was started in a supine position. Ileus of small bowel with stenosis at the immediate anal side of the ligament of treitz was observed after the release of ileus, the intestine at the oral side was remarkably dilatated, and the amount of drainage fluid remained large although an ileus tube had been placed, and findings of invagination were noted. Therefore, the patient was decided to undergo a surgery. Laparotomy was performed with upper and lower abdominal midline incision, and intestinal adhesion was observed on the abdominal wall. The whole small intestine showed adhesion, and intestine-to-intestine and mesenterium-to-mesenterium adhesions were extremely strong. In addition, the whole small intestine showed intestinal dilatation. In order to search for the adhesion site, adhesion of the small intestine was detached, and small intestinal perforations were observed in 1 site at approximately 50 cm from the ligament of treitz and in several sites of the jejunoileal transition area. In order to search the whole small intestine, the right colon was turned over, and the dorsal surface of the mesentery proper was also secured. The small intestine including all the perforation site was resected leaving the area approximately 50 cm from the ligament of treitz and approximately 80 cm of the terminal part of the ileum, and these sites were decided to be anastomosed. As oedema was severe, and considering the configuration of the intestine, side to side anastomosis was selected. The stumps were closed layer-to-layer. The anastomosis diameter was approximately 3 cm, albert-lembert (al) anastomosis was selected. Multiple holes were created in the inserted ileus tube, and the tube was placed in the dorsal side of the anastomotic site, and was decompressed. Irrigation was performed and haemostasis was confirmed. A new perforation site was observed in the distal side of the ileum, which was anastomosed and closed layer-to-layer. A pleated drain was inserted into the anastomotic site, and a penrose drain was inserted into the right paracolic gutter. A biliary fistula from the adhesiolysis site in the front side of the liver was noted, which was sutured and closed. A penrose drain was inserted into the front side of the liver, and all the layers of the abdominal wall were sutured with interrupted sutures and closed. The skin was sutured with a silk thread and mattress sutures, and the surgery was completed. It was reported that since the time of the laparotomy, the adhesion in the abdomen was intensive, whole bowel was completely fused into cerebriform, the boundaries were completely assimilated, and the whole site was fixed as though it was further covered with powerful glue. Adhesiolysis was hardly possible, and each time the intestine was detached, the intestinal wall would be perforated and collapse. The adhesion was most intensive immediately below and near the surface of the abdominal wound, and seemed somewhat became looser toward the back, and perhaps allergy to the sheet used during the previous surgery to prevent adhesion could be the cause. The intestinal adhesion was almost detached for once, but the middle part of the intestine in the front was tattered, therefore the part was all resected. Moreover, the remaining intestine had strong inflammation and oedema, so that water would ooze off from pinholes. As usual anastomosis could not be performed in this condition, the stumps were closed first and then the sides were managed to be anastomosed. At this moment, there was approximately 50% possibility of the anastomotic site to develop failure of the sutures. In that case, it would be impossible to perform operation and anastomosis again, however, if the condition remained the same, the digestive fluid would leak into the intraperitoneal area, leading to dissolution and disruption of all the organs, or to massive haemorrhage from blood vessel impairment. In order to prevent these, multiple holes were created in the tube inserted from the nose, and the tube was inserted beyond the anastomotic site. In addition, a drain was inserted into the intraperitoneal site where intestinal fluid could be leaked into, which might keep the leakage to a small amount, and let the site coagulate and heal spontaneously. The patient was in a harsh condition which probably become life-threatening in the future, the surgeon did the best in the surgery, and did all the things that were possible perfectly. However, if leakage from the anastomotic site or haemorrhage did develop, there would be no possible measure, and the patient would probably fall into an extremely dangerous situation. If the situation became life-threatening, morphine and sedative would be used to suppress the symptoms. On (B)(6) 2017, rbc at 2 units and ffp (fresh frozen plasma) at 6 units were transfused, half-dose steroid pulse therapy (3 days) was started, and octreotide acetate (sandostatin) was started. On the same day, patient's lab was ast: 74, alt: 61, alp: 129, gamma-gtp: 31, ldh: 217, crp: 4.905, rbc: 390, wbc: 7500, hb: 12.4, hct: 34.9, platelets: 18.7, bnp (brain natriuretic peptide): 15.2, neutrophils: 6520, lymphocytes count: 440, t-bil: 3.0. On (B)(6) 2017, the intra-abdominal haemorrhage drain was removed, and sutured. Rbc at 4 units and ffp at 4 units were transfused. CT (computed tomography) of the chest and abdomen showed no apparent haemorrhage site (extravasation) or accumulation of the contrast agent in the free abdominal cavity. The amount of retention in the free abdominal cavity was small to moderate. Treatment planning were as follows: administration of menatetrenone (kaytwo n), menatetrenone (adona), and tranexamic acid (transamin); transfusion of rbc at 4 units and ffp at 6 units; reefing of the right flank guide drain under local anesthesia and application of abdominal bandage to increase the abdominal pressure, aiming at haemostasis. On the afternoon of (B)(6) 2017, the amount of drainage fluid from the intraperitoneal drain was not increased. Abdominal distension was not extremely aggravated. At this point, the haemorrhage was venous (oozing), and haemostasis was barely being maintained with hemostatic agent, ffp transfusion, and increased abdominal pressure. On the same day, patient's lab was ast: 28, alt: 67, alp: 257, gamma-gtp: 65, ldh: 199, rbc: 375, wbc: 13640, hct: 33.2, platelets: 11.6, crp: 7.504. On (B)(6) 2017 ffp at 4 units was transfused. Intra-abdominal haemorrhage was not noted. There was no possible major leakage. Administration of ffp and hemostatics would be continued. On the same day, patient's lab was ast: 23, alt: 56, alp: 311, gamma-gtp: 75, ldh: 227, crp: 6.83, rbc: 358, wbc: 14680, hb: 11.2, hct: 32.0, platelets: 11.6, bnp: 18.8, neutrophils: 13010, lymphocytes count: 1000, t-bil: 2.5 (units not reported for all). On (B)(6) 2017, ffp at 4 units was transfused. As of (B)(6) 2017, the patient was still hospitalized. As of (B)(6) 2017, patient was recovering from the event of adhesion/ adhesive ileus and peritonitis/ panperitonitis. Corrective treatment: not reported for peritonitis; surgery and adhesiolysis for adhesion/ adhesive ileus. Outcome: recovering for both events. A pharmaceutical technical complaint (ptc) was initiated and results were pending. Diagnosis: peritonitis reporting gastroenterological surgeon's seriousness assessment: serious (hospitalization or prolongation of hospitalization). Reporting gastroenterological surgeon's causality assessment: probable diagnosis: ileus adhesive. Reporting gastroenterological surgeon's seriousness assessment: serious (hospitalization or prolongation of hospitalization). Reporting gastroenterological surgeon's causality assessment: probable. Seriousness criteria: required intervention for adhesion/ adhesive ileus. Reporting gastroenterological surgeon's comment: no other possible factors for the 2 events, peritonitis and ileus adhesive, were identified. Seprafilm was suspected as the cause of the 2 events because the site of the development of the events were consistent with the application site. The severity of the events could not be determined yet. Additional information was received on 22-jul-2017 from a gastroenterological surgeon. Patient's demographics were added. Additional event of peritonitis was added along with details. The event term adhesion was updated to adhesion/ adhesive ileus. Treatment start and stop date; dose and indication of seprafilm was added. Reporting gastroenterological surgeon's comment was added. Clinical course was updated and text was amended accordingly. Additional information was received on 24-jul-2017 from a gastroenterological surgeon. Lab tests and medical history was added. Clinical course was updated and text was amended accordingly. Additional information was received on 22-aug-2017 from the gastroenterological surgeon. Changed "stenosis" from the event to the symptom of the event "ileus adhesive". Updated outcome for the event of peritonitis/ panperitonitis from unknown to recovering. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 22-aug-2017: the follow up information received doesnt change previous case assessment. This case concerns a patient who received treatment with seprafilm and later experienced stenosis and adhesive ileus. Since event onset date of stenosis is unknown significant temporal relationship cannot be established and causal role of suspect in occurrence of the stenosis cannot be completely ruled out. In regards to the event adhesive ileus, causal role of suspect cannot be denied since event occurred at the site of application site. However, due to lack of information regarding nature of the events, underlying medical condition, patient's medical history, concurrent condition and past drugs complete medical assessment of the case is difficult.

Event description:
This unsolicited case from (B)(6) was received on (B)(6) 2017 from pharmacist. This case concerns a (B)(6) years old male patient who received seprafilm and after unknown latency the patient had stenosis, after 11 days had adhesion/ adhesive ileus and peritonitis after 15 days. The patient had history of surgery for gastric cancer (2010). No past drugs, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, the patient with no postoperative complications underwent adhesiotomy for ileus adhesive and one sheet of seprafilm was applied below the medial incision wound, once (route and form: not reported) for postoperative adhesion. No medical devices were used. On an unspecified date, patient developed stenosis. On (B)(6) 2017, 11 days after seprafilm application, ileus adhesive recurred at the site of the small intestine below the incision wound that was obviously seemed to be the application site of seprafilm. On (B)(6) 2017, patient had the second surgery, partial resection of small bowel, was performed for the event, ileus adhesive. At that time, peritonitis at the site of the small intestine below the incision wound that was obviously seemed to be the application site of seprafilm was observed on the same day (latency: 15 days). As of (B)(6) 2017, the patient was still hospitalized. Corrective treatment: re-operative surgery for stenosis; not reported for peritonitis; surgery and adhesiolysis for adhesion/ adhesive ileus. Outcome: recovering for stenosis and adhesion/ adhesive ileus; unknown for peritonitis. A pharmaceutical technical complaint (ptc) was initiated and results were pending. Diagnosis: stenosis: reporting pharmacist's seriousness assessment: not reported. Reporting pharmacist's causality assessment: not reported. Diagnosis: peritonitis: reporting gastroenterological surgeon's seriousness assessment: serious (hospitalization or prolongation of hospitalization) reporting gastroenterological surgeon's causality assessment: probable. Diagnosis: ileus adhesive. Reporting gastroenterological surgeon's seriousness assessment: serious (hospitalization or prolongation of hospitalization) reporting gastroenterological surgeon's causality assessment: probable. Seriousness criteria: required intervention for stenosis and adhesion/ adhesive ileus. Reporting gastroenterological surgeon's comment: no other possible factors for the 2 events, peritonitis and ileus adhesive, were identified. Seprafilm was suspected as the cause of the 2 events because the site of the development of the events were consistent with the application site. The severity of the events could not be determined yet. Additional information was received on (B)(6) 2017 from a gastroenterological surgeon. Patient's demographics were added. Additional event of peritonitis was added along with details. The event term adhesion was updated to adhesion/ adhesive ileus. Treatment start and stop date; dose and indication of seprafilm was added. Reporting gastroenterological surgeon's comment was added. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated (B)(4) 2017: this case concerns a patient who received treatment with seprafilm and later experienced stenosis and adhesive ileus. Since event onset date of stenosis is unknown significant temporal relationship cannot be established and causal role of suspect in occurrence of the stenosis cannot be completely ruled out. In regards to the event adhesive ileus, causal role of suspect cannot be denied since event occurred at the site of application site. However, due to lack of information regarding nature of the events, underlying medical condition, patient's medical history, concurrent condition and past drugs complete medical assessment of the case is difficult.

Event description:
This unsolicited case from (B)(6) was received on 18- jul-2017 from pharmacist. This case concerns a patient (age and demographics unspecified) who received seprafilm and after unknown latency the patient had stenosis and adhesion. The patient had history of surgery for gastric cancer (2010). No past drugs, concomitant medications and concurrent conditions were reported. On an unknown date, after unknown latency the patient underwent a surgery for removal of large intestine carcinoma. On an unknown date, the patient received seprafilm once (dose, route, form and indication: not reported). On an unspecified date, patient developed stenosis. One week later, the patient underwent a reoperative surgery. It was reported that adhesion was noted. Patient underwent surgery for adhesive ileus (at the end of (B)(6) 2016), adhesiolysis on (B)(6) 2017; and adhesiolysis again on (B)(6) 2017. Patient's condition was improving at the time of report. Corrective treatment: re-operative surgery for stenosis; surgery and adhesiolysis for adhesion. A pharmaceutical technical complaint (ptc) was initiated and results were pending. Outcome: unknown for both the events. Diagnosis: stenosis reporting pharmacist's seriousness assessment: not reported. Reporting pharmacist's causality assessment: not reported. Company seriousness criterion: required intervention. Pharmacovigilance comment: sanofi company comment dated 24-jul-2017: this case concerns a patient who received treatment with seprafilm. And later experienced stenosis and adhesive ileus. Since event onset date and product start date is unknown. Significant temporal relationship cannot be established and causal role of suspect in occurrence of the stenosis cannot be ruled out. In regards to the event adhesive ileus, causal role of suspect can be denied since event occurred after re-operative surgery. However, due to lack of information regarding nature of the events, underlying medical condition, patient's medical history, concurrent condition and past drugs complete medical assessment of the case is difficult.